Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose was 264 mg/dl, 296 mg/dl, 190 mg/dl within 10 minutes, with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.